Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was very hot and claimed to have left a mark on the table. It was stated that the caller unplugged the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.